Manufacturer narrative:
Concomitant medical products: product ID 3537, product type: programmer, patient. Product ID 30571sc, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial reported that since (B)(6) 2016 they are having severe "penial" pain, noting that it is extremely difficult to walk and they can't ride in a vehicle more than 3 miles without having to get up and walk. There was also a flare up of pain on (B)(6) 2016. Stimulation was turned off 3 days prior to date notified but that did not resolve the issue. The patient was given pain medication and will pick up the prescription on the day after date notified. It was stated that they are already taking an enormous amount of pain medication due to a previous injury, including oxycodone, but it isn't helping with the new pain. The patient thinks a wire is loose and that it is causing the pain. There are no falls or trauma related to this event. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.